Event description:
It is reported that the device was implanted in late 2002. Post-op patient experienced pain. Revision surgery occurred in 2007, due to wear.

Manufacturer narrative:
Evaluation summary: no part was returned for eval. Also, x-rays are not available for review. The patient's age, weight and the activity level are not known. Device history records indicate that the part was manufactured and packaged to specifications. The cause of the problem could not be determined due to insufficient information. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.